Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation as a result of not recharging her ipg as recommended. The patient also underwent a contraindicated procedure for an unrelated issue. An sjm representative met with the patient and confirmed the patient's ipg was inoperable via unsuccessful troubleshooting with external devices. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.